Event description:
It was reported that the patient was admitted for treatment of a target lesion in the right coronary artery (rca). The rca had multiple previously implanted unspecified stents, and was described as having a "full metal jacket". A non-abbott dilatation catheter was advanced to the target site and inflated. A perforation occurred and the 3.0 x 19 mm graftmaster stent delivery system was advanced; however, the graftmaster was unable to advance through the multiple stents and was removed. During removal of the device, the graftmaster stent dislodged as the device was pulled into the guide catheter. Attempts were made to snare the dislodged stent; however, the stent was unable to be retrieved. The graftmaster stent was then crushed to the vessel wall and the artery closed. Attempts were made to re-open the vessel with prolonged balloon inflations, but the vessel could not be re-opened. No further attempts were made to retrieve the stent or to treat the perforation. The vessel closure caused the patient to have a myocardial infarction (mi). The patient was sent to the intensive care unit (ICU) for monitoring due to the closure of the distal vessel and mi. Nitroglycerin was administered and troponin was noted to be elevated. Serial echocardiograms noted that the patient's ejection fraction was normal at 55-65%. Patient is doing well and was discharged to home on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.